Event description:
It was reported that on (B)(6) 2003, the patient underwent an unknown surgery. After surgery, it was determined to perform a revision surgery because there was a tendency to dislocate. The direct cause of the tendency to dislocate is unknown because the confirmation was done only by an x-ray taken from anterior. The revision surgery will be performed next week. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). D4: the device catalog number is unknown; therefore, UDI is unavailable. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.